Event description:
It was reported that this right atrial (ra) lead has been dislodged. Boston scientific technical services (ts) discussed that the record shows no ra lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.